Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient received the new replacement battery pack from repair. This didn't resolve his issue and he wanted the controller replaced. Patient was escalated and said the repair was mean to him and he just wanted his controller replaced because he knew this was what was causing his problems. His controller charged like normal from the wall and was at 80% charged. The issue was that patient said he couldn't get his ins battery to charge up. Ins battery was low and when patient tried to charge ins he would get poor recharge quality and controller kept telling patient to reposition the rtm. Patient service specialist (pss) explained that the issue was likely the rtm and not the controller but as patient was escalated. Pss warm transferred patient to see if repair was willing to replace controller. No patient symptoms were reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the controller was not working as it was not holding the charge. It was then determined the patient was likely talking about the ins not holding a charge. The patient said they charged the device on friday night and it was fully drained by saturday. When they used the controller it said battery low and it was in red. The patient said they get 2 hrs out of a charge and it did not matter whether they had the ins on or off, even when ins was off, it still drained. The patient said they charged the ins all the way and turned the ins off and within 2 hrs the battery was empty. The patient noticed this problem more on saturday (aug 22nd) but had been having trouble with it since 2019. It was reviewed that ins charging frequency was unlikely caused by external equipment and depending on usage and settings, it was recommended to follow up with their healthcare professional (hcp). Repair noted the battery pack (bp) was not holding a charge. A replacement bp was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.